Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was powered on, the display came on, but the rate or output could not be adjusted. The battery voltage could not be measured. The caller indicated when asked, that the battery is replaced "approximately every three months." Technical services (ts) explained to the caller that the battery is to be replaced with every new patient. Ts provided assistance in resolving the issue by having the caller replace the battery and the epg then operated as designed. The epg was restored to use. There was no patient involvement.